Event description:
Customer reported receiving an erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 283 mg/dl and 41 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. According to the returned meter the values the customer received were found in the meter's internal log and were obtained in 2008.